Manufacturer narrative:
E3: non-healthcare professional; e2-no. Based on the results of the investigation, a definitive root cause cannot be identified. It is probable that the water flooded from the damaged part of the cable stress boot. Since the device is more than 15 years old, the device history record could not be reviewed. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed during the device inspection, that the subject device exhibited cable flooding (internal), flooding of imaging (internal), and cable loosening. There were no reports of patient involvement.